Event description:
Description: used clear care contact solution, let it sit for 8 hours, and then put my contacts in the morning and my eyes started to burn like crazy. They really should label this stuff better. Might head to the ER later. It kills even after rinsing with water and using eyedrops. Medication administered to or used by the pt: no. When and how was error discovered: used the product and it burned my eyes when I was putting in my contacts. Clear care solution. Reporter's recommendations: better labeling. It's strange how a company can package this dangerous solution in a package just like every other contact solution. Hydrogen peroxide is in it; this should be in huge letters on the label or something. (B)(4).